Event description:
It was reported that the customer's insulin pump was alarming. Informed customer alarm is due to the device being unable to detect the reservoir. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 7.4 mmol/l at time of reporting. Nothing further reported.

Manufacturer narrative:
Pump was received with alarm during basic occlusion test due to protruded drive support disk. Unit had minor scratched lcd window, cracked display window corner, cracked battery tube threads, broken belt clip slot at battery tube threads area, cracked reservoir tube lip and cracked reservoir tube window. (B)(4).